Manufacturer narrative:
The customer reported complaint for the platform displaying error message "system error, out of service, revert to manual CPR" was confirmed during archive review and initial functional testing. The defective processor board was replaced to remedy the fault. No physical damage was noted during visual inspection. The encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The autopulse platform is a reusable device and was manufactured in 2012 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data review indicated system error 136 (internal parameter corrupted) occurred on the customer reported event date of (B)(6) 2017. Further review of the archive, system error 132 (internal watchdog timeout) occurred on (B)(6) 2017. This system error was cleared by the customer field service team (equipped with ap vision software and ir dongle). Both of the system errors are failures detected by the device and are not user correctable. The platform failed the initial functional testing due to error message "system error, out of service, revert to manual CPR" displayed during power up. The processor board was found to be defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The clutch plate deburring procedure was performed to remedy the sticky clutch, after which the platform has passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4).

Event description:
As reported, during shift check, the autopulse platform displayed error message user advisory (ua) 132 (internal watchdog timeout). The field service team cleared the ua 132 error message by using apvision 3 software; however, during initialization, error message "system error, out of service, revert to manual CPR" was displaying and the platform could not be powered off. No patient involvement was reported.